Event description:
It was reported that a patient experienced an unspecified alarm on the homechoice device. It was not specified when in the therapy this occurred. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and an evaluation was performed to investigate the reported event. A visual inspection was performed with no abnormalities noted that could have contributed to the reported condition. A review of the event history logs was unable to identify the reported alarm. Functional testing revealed that the machine alarmed with no message on the screen. This was determined to confirm the reported condition. The cause of the condition was determined to be due to a malfunctioning digital board. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The digital printed circuit board (pcb) was scrapped to solve the problem. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.